Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed. User made bolus request without entering current bg level and still having insulin on board (iob). Cartridge change sequence conducted on (B)(6) 2017. Basal rate was set at .2 u/hr throughout the entire day. Complaint could not be confirmed. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence of device malfunction.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced continuous, ongoing low blood glucose (bg) levels ranging between 40-60mg/dl. The customer speculated the reasons for the low bg levels were due to requiring insulin to be changed or the settings requiring fine tuning. The customer would consume apple sauce or juice to address the bg levels. Recommendation was made to consult with their health care provider to discuss diabetes management.